Manufacturer narrative:
Additional information: h4, h6(update codes), and h11. H4: the lot was manufactured in october 2024. H11: the actual devices were not available; however, a photo of the sample was received for evaluation. Visual inspection of the photo sample showed a dark particle in the sealed packaging, not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty five (45) exactamix vented micro-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.